Event description:
According to the reporter, when the fiberoptic bronchoscope was used for positioning, the front end of the tracheal passage of the right double-lumen of the bronchial catheter with a transparent cuff was narrow and slightly flat, making it impossible for the fiberoptic bronchoscope to pass through. Another tube was used to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the fiberoptic bronchoscope was used for positioning, the front end of the tracheal passage of the right double-lumen of the bronchial catheter with a transparent cuff was narrow and slightly flat, making it impossible for the fiberoptic bronchoscope to pass through. Another tube was used to resolve the issue. There was no reported patient outcome.

Manufacturer narrative:
Correction: b5, h6 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the fiberoptic bronchoscope was used for positioning, the front end of the tracheal passage of the right double-lumen of the bronchial catheter with a transparent cuff was narrow and slightly flat, making it impossible for the fiberoptic bronchoscope to pass through. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit was contaminated. An attempt to pass the 4.2 mm broncho scope through the bronchial lumen on the tube succeeded. However, the scope failed to pass through the tracheal lumen on the unit returned for evaluation. The tip of the scope in the tracheal lumen could not pass beyond the distal cuff shoulder of the tracheal cuff. Examination of the tracheal lumen showed a slight bump on the inside of the tube, which obstructed the passage of the broncho scope. It was reported that when the fiberoptic bronchoscope was used for positioning, the front end of the tracheal passage of the right double-lumen of the bronchial catheter with a transparent cuff was narrow and slightly flat, making it impossible for the fiberoptic bronchoscope to pass through. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.